Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was getting shocks and pinches at the implant site. The patient turned the implant off and stated she hadn¿t had the device checked in a while. The patient was directed to follow-up with the healthcare provider to check the implant. The patient noted they were going to leave the implant off until she talked to the healthcare provider and saw a manufacturer representative to check the system. The indication for use was non-malignant pain.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the last time the patient met with a representative they talked to them about their ins giving them jolts of electrical pulses and they didn't have the ins on because of this. No further complications reported.